Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On approximately (B)(6) 2025, around 4am, the patient was awakened by a low alert on her cgm and a value of 80 mg/dl. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient went downstairs to get some apple or orange juice for treatment. The next things that happened was the patient fell, hit her head on the counter, and lost consciousness for approximately 45 minutes. Once the patient regained consciousness on her own, the patient found her husband and he took her to the emergency room. At the ER, the patient¿s bg meter reading was 60 mg/dl. No cgm comparison value was reported at this time. The patient was treated with IV glucose. She also had staples put on her head laceration. The patient was discharged home the following day (specific hours in the ER were not reported). The patient was "stable" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.